Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Interrogation of the pump determined it was used to infuse fentanyl 2 ,000.0 mcg/ml; 639.9 mcg/day, bupivacaine 10.0 mg/ml; 3.199 mg/day and dilaudid 15.0 mg/ml; 4.799 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2019. It was reported the patient was having the pump replaced (B)(6) 2019 for normal battery longevity and there was a scheduling holdup prior to the surgery. The pump reservoir went empty about seven days prior. The reporter was wondering about the catheter and if the hcp was unable to aspirate the drug and cerebrospinal fluid (csf) from the catheter access port (cap). It was discussed that if the hcp was unable to aspirate the catheter to consider the patency of the catheter due to the empty reservoir. No symptoms reported. The pump was explanted but audibly alarming and the pump off code was requested. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. It was clarified there was no issue with aspirating the catheter. Approximately 1cc of csf was aspirated. The patient¿s weight was unknown.